Event description:
A tps handpiece cord was sent for svc and bias current was experienced during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.